Event description:
It was reported the patient's blood glucose levels rose to over 200 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the patient changed out the pod for a new pod. The pod was discarded. The patient had a scar on their abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.